Event description:
It was reported that the foley statlock did not work, and it did not close in place. Representative advised patient was using the statlock incorrectly and advised on proper use. Per follow up via phone on 17may2023, it was reported that patient was using latex foley, but they were switched to a silicone foley and the latex statlock did not fit the silicone foley. Per follow up via phone on 22-may-2023, it was reported that the patient's urologist stated that their suprapubic tube was clogged. It was supposed to hold for at least a month, but it continually failed. They switched from rubber to plastic, and the drain bag was not holding any urine as it was emptying over their clothes. They has to lean back in their wheelchair to relieve pressure on groin and buttocks. They were a quadriplegic, a rash and urinary tract infection developed because of the failing statlock. Also noted that the issue had since been resolved as they were back on the old statlocks they used years prior. Medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley statlock did not work, and it did not close in place. Representative advised patient was using the statlock incorrectly and advised on proper use. Per follow up via phone on 17may2023, it was reported that patient was using latex foley, but they were switched to a silicone foley and the latex statlock did not fit the silicone foley. Per follow up via phone on 22-may-2023, it was reported that the patient's urologist stated that their suprapubic tube was clogged. It was supposed to hold for at least a month, but it continually failed. They switched from rubber to plastic, and the drain bag was not holding any urine as it was emptying over their clothes. They has to lean back in their wheelchair to relieve pressure on groin and buttocks. They were a quadriplegic, a rash and urinary tract infection developed because of the failing statlock. Also noted that the issue had since been resolved as they were back on the old statlocks they used years prior. Medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "inappropriate snap fit". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned